Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle no air was fed, due to clogging of the nozzle no water was fed, due to a pinhole on the channel tube the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the bending section cover rubber was dirty, the adhesive on the bending section cover rubber had a crack, the plastic distal end cover had a scratch, the connecting tube had a scratch, the connecting tube had discoloration, the lock engagement lever had a scratch, the lock engagement knob had discoloration, the right/left knob had discoloration, the right/left knob had a scratch, the up/down knob had corrosion, the switch box had discoloration, the connecting tube had a scratch, the suction cover had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration, the control unit had a scratch, and the scope connector had a scratch. The customer cleaned, disinfected, and sterilized the device, flushed the air/water nozzle with air/water and immersed in a detergent solution, and wiped/brushed the air/water nozzle with a lint free cloth, brush or sponge, with no delays and no abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a poor air/water supply. The issue was observed during preparation for use on a diagnostic procedure. The procedure was completed with the same device and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has healthcare professional incorrectly marked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the below instructions for use: instructions, operation manual, for evis lucera gif/cf/pcf type 260 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for evis lucera gif/cf/pcf type 260 series, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.